Event description:
Pt underwent PICC line exchange on (B)(6) 2019 along with replacement of peritoneal dialysis catheter. A foreign body was noted on chest xray on (B)(6) 2019 and was retrospectively identified on abdominal xray from (B)(6) 2019. The pt underwent cardiac catheterization under anesthesia on (B)(6) 2019 for removal of the foreign body from her left pulmonary artery. Assessment of the body by pathology using light microscopy suggests that the foreign body is consistent in size and color with the guidewire used for PICC line exchange. Surgical note, cardiac catheterization (5/2); impression: pt is a (B)(6) y/o female with a retained foreign body (unclear material). Foreign body successfully removed. Brought to bedside for other healthcare personnel to investigate / identify. FDA safety report ID# (B)(4).